Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed and water tightness check failed. A root cause could not be identified. Based on the results of the investigation, it is likely that damage to the cable unit led to the malfunction, resulting in the endoscopic image intermittently changing to a color bar or black screen and endoscopic image cannot be displayed also causing loss of watertightness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's image changed to a color bar or black screen. The issue occurred at an unspecified procedure. There were no reports of patient harm.